Manufacturer narrative:
Concomitant medical products: 5076-45 lead, implanted on (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a seizure and went to the emergency room. It was found that there was possible intermittent ventricular oversensing noted on stored egms (electrograms) for the right ventricular (rv) lead. An x-ray showed that the lead was dislodged. A week later the patient had surgery where the patient¿s generator was changed out and the rv lead remains in use. No further patient complications have been reported as a result of this event.